Event description:
A customer observed lower than expected vitros phyt quality control results while using the vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that lower than expected phyt quality control results were obtained from the vitros 350 chemistry system. An ocd field engineer replaced the immunorate metering wash pump to return the instrument to expected operation. The root cause of this event is instrument related.